Event description:
Patient is here for robot cholecystectomy. Dr. Requested for the laparoscopic needle suction to decompress the gallbladder. When dr. Was about the stab the gallbladder, the needle part of the laparoscopic suction instrument flew off. Charge nurse was made aware, radiology was also made aware and c-arm was made available for images. Dr. Searched the abdomen and was able to find and retrieved the needle. Both the item was saved and handed to the charge nurse for report.